Event description:
It was reported that within a few hours of implant, the right ventricular (rv) lead exhibited an intermittent loss of capture, and was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).